Event description:
Account reports incident with pediatric pt in which health care professional noted "fluid all over the bed" during usage of device. Upon further inspection , health care professional noted that female luer lock adapter had separated from tubing. Device connected to piv and piv "had clotted off". Piv re-started. No pt injury reported.